Event description:
Four samples containing anti-k tested negative for antibody screen on the galileo echo.

Manufacturer narrative:
The reagents used at the time of the complaint expired when the complaint was received.the customer's 3 returned samples were tested manually in tube using retention panocell-16, lot 16386, at different temperatures/conditions. One sample was weak positive at ict with kell positive cells 7and 9. The other samples were negative at all temperatures and conditions.the returned samples were tested manually on retention capture-r ready screen (crrs) 3, lot e014. The plate was read on an in-house galileo. One sample was weak positive in cell 2 (k positive ), one sample was positive in cell 2, one sample was questionable in cell 2.one returned sample (other two samples did not have enough material left) was tested on the in-house echo with retention crrs3, lot e014. It was positive in cell 2 (k pos); reactivity was 4+.